Manufacturer narrative:
The complaint investigation for falsely elevated potassium (k), calcium (ca), glucose (gluc), and co2 results on the alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer washed the cuvettes and replaced the reagent 1 probe; however, no definitive part was identified as likely cause for the issue. The alinity c processing module, serial number (B)(6), was considered the likely cause; however, sample integrity cannot be ruled out. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated potassium (k), calcium (ca), glucose (gluc), and co2 results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for k is 3.5-5.1 mmol/l, for ca is 8.4-10.2 mg/dl, for glucose is 70-100 mg/dl, for co2 is 22-29 mmol/l): sample ID (B)(6) initial k result was 3.7, repeat result was 6.7, repeat on a different analyzer was 3.9 mmol/l; initial ca result was <2.0, repeat result was 15.9, repeat on another analyzer was 9.5 mg/dl; initial gluc result was 332, repeat result was 145, repeat on another analyzer was 142 mg/dl; initial co2 result was 32, repeat result was 26, repeat on another analyzer was 23 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium (k), calcium (ca), glucose (gluc), and co2 results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for k is 3.5-5.1 mmol/l, for ca is 8.4-10.2 mg/dl, for glucose is 70-100 mg/dl, for co2 is 22-29 mmol/l): sample ID 4943540475 initial k result was 3.7, repeat result was 6.7, repeat on a different analyzer was 3.9 mmol/l; initial ca result was <2.0, repeat result was 15.9, repeat on another analyzer was 9.5 mg/dl; initial gluc result was 332, repeat result was 145, repeat on another analyzer was 142 mg/dl; initial co2 result was 32, repeat result was 26, repeat on another analyzer was 23 mmol/l. There was no impact to patient management reported.